Event description:
It was reported that the patient presented for a follow up on (B)(6) 2012 and loss of capture was noted. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.